Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The customer acknowledged the device was used multiple times (4 times). Therefore, the fluid management system (fms) cassette at one point functioned as intended. The customer should be reminded the direction for use stipulate the fms cassette pack is a single-use pack necessary to perform one lens removal procedure with the vision system. Since the fms cassette exceeded its validated use and likely functioned as intended initially, the cause is user not following the directions for use. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event as the returned product was used multiple times by the customer and the directions for use was not followed. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigation or manufacturing actions are warranted at this time as the console directions for use were not followed. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that an intermittent strange sound was heard during the ultrasound aspiration (cataract with intraocular lens implant) surgery. The surgery was completed after replacing the product with another one. There was no impact to the patient.